Event description:
It was reported that after a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument had a broken wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver (nd) instrument was analyzed and was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. Further inspection found mechanical indentation to the distal pulley that potentially contributed to the broken grip cable. The instrument was found to have one indentation on the edge of the distal idler pulleys. There were no pieces missing.

Event description:
Refer to h10/h11 for follow-up information.